Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s patient care technician reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The machine alarmed blood leak 15 seconds after initiation of hd therapy. Treatment was stopped. A test strip confirmed the presence of blood in the dialysate. The patient¿s blood was not returned. The patient completed treatment with a new set-up on a different machine. The estimated blood loss (ebl) was approximately 100 milliliters (ml). There was no patient adverse effect and no medical intervention required as a result of this event. The patient¿s post treatment condition was fine. The patient has been undergoing hd therapy three (3) times a week for five (5) years. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The machine alarmed appropriately. The dialyzer is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood residue. A polyurethane (pu) delamination was observed on the non-cavity ID end of the dialyzer from approximately 350º to 100º with the dialysate ports at 0º. The delamination was a separation of the pu (potting material) from the dialyzer housing wall and extended under the silicone o-ring. In addition, there was observed low pu mass on the cavity ID end of the dialyzer. No other damage or irregularity was noted on the dialyzer. A production records review was performed on the reported lot. There was one approved temporary deviation notice on the lot, however it is unrelated to the reported complaint event. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was confirmed pu delamination on the cavity ID end of the dialyzer causing the internal leak. The complaint has been deemed confirmed.